Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had chronic pain in the buttock area where the ins was and the pain was radiating down the right leg into the foot. The patient stated that she was in and out of the hospital due to the increase in pain. There was no trauma or fall related to the issue. The patient noted that her leg would go numb and then her leg would go out. It was also mentioned that the patient was having spasms in the leg and the ins was sitting right on the sciatic nerve. The patient reported that she was in pain, massive pain and it was confirmed that the ins was removed on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had been diagnosed with neuropathy because of damage to their sciatic nerve, muscles, and nerves off right side of their leg. The patient reported that the walked distorted now. The patient repeated previously reported information, and stated they had complained of pain for two years and now had neuropathy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that the implantable neurostimulator (ins) was causing discomfort. The patient reported the ins is implanted in her right buttock above her sciatic nerve and on the right side of the body she has a rash on the buttocks and her leg feels like it's getting ripped from the socket, the pain is radiating from the ins site and burning her thigh. The patient leg is throbbing and she is in pain every day and thought maybe it would subside but it hasn't. Patient stated she can literally feel her unit poking/protruding out under the skin but the device did not actually rupture the skin. The patient stated she thinks it has moved closer to the surface of the skin since implant and is in pain and just wants it removed. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipate.